Event description:
It was reported that the lead had migrated. It appeared on fluoroscopy per the physician that the lead migrated out slightly since the initial placement. They would do a stage 1 at the time of the revision, scheduled for (B)(6) 2014, and would attach with the existing battery if the issues were resolved. It was noted that x-rays were taken and reprogramming performed. Five days later, it was reported that the patient was coming back in on the day of the report to be revised. Two days later, it was reported that the case went well. All of the patient¿s existing hardware was removed. A stage 1 was started and going well. The patient was doing fine. Four days later, it was reported that the patient¿s stage 1 had been successful and he was going on to stage 2 the day after the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# va0cr0l, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the first implant was on the right side and it worked initially but in ¿a matter of a few weeks¿ the patient felt no stimulation at all. It was noted that the patient initially thought it was 1-2 weeks then thought it might be longer. It was reported that the patient was told that there was a slight disconnect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant was moved from the right side to the left side because it was ¿not hooked up right since implant.¿ it was noted that the patient has dementia. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient¿s implant neurostimulator (ins) did not work doctor took out and put on right side.